Event description:
It was reported a plate de-coupling from a spacer. Once the drill passed through that plate, the angle allowed the drill to burr through part of the peek spacer. The screw was not able to pass through the plate into vertebral body since it was hitting the spacer. There was a 15 minute delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the device was produced and distributed in january 2013. The returned zero-p implant shows surface damage to the peek and to the titan component. The laser etching is readable. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact root cause. We assume that due to an incorrect stabilization of the implant the screw did not follow the trajectory of the pilot hole, created by the drill bit, and has finally caused the complained issue. The for the complaint relevant dimensions were checked as far as possible and find to be within specifications. Therefore this manufacturing evaluation is to be invalid from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was previously reported as returned; added date device was returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.